Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a force bipolar instrument stopped working. It looked like the tip was damaged. It was also stuck in the robot arm and had to be forced out. The procedure was completed and no reported known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the jaw was stuck closed holding tissue, but the customer was able to open the jaws and release tissue. The instrument was removed along with the arm then removed from the arm (robot). The customer did not see the jaw dislodged nor did they see the grip tip sticking out. There was no missing material from the instrument tip, but the customer did see broken cables at the instrument wrist. The loose wire caused the instrument to be unable to be removed. There are no photos or videos for isi to review, and the instrument has been returned back to isi.